Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of aseptic peritonitis in a patient coincident with nutrineal pd4 unknown bag (lot numbers 10j13g37 and 10j14g37) and physioneal, unspecified product therapies. On (B)(6) 2010, the patient experienced possible aseptic peritonitis manifested as "mild" cloudy effluent which did not require hospitalization. On (B)(6) 2010, the patient received treatment with vancomycin and gentamycin (dose and frequency not reported) ip for 15 days (ongoing at the time of this report). The outcome was reported as ongoing and improved. Nutrineal pd4 unknown bag and physioneal, unspecified product therapy continued. The physician considered the event of aseptic peritonitis to be possibly related to the peritoneal dialysis therapies.